Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered two inappropriate shocks for suspected supraventricular tachycardia (svt). Review of stored device memory noted farfield oversensing on the right atrial (ra) channel. Additionally, ventricular beats were observed that fell into the programmed blanking period leading to a ventricular pace. The pace was suspected to have initiated an arrhythmia. Technical services (ts) discussed potential programming options. Programming changes were made to the rhythm match feature. No additional adverse patient effects were reported. This product remains in service.